Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no abnormalities. An analysis of the data saved to the system showed that while in the field, the handle experienced 1-wire shorts. The rear handle housing was removed and damage to the organic light-emitting diode (oled) screen and infrared (ir) shield was found. It was reported that the adapter was not recognized. The reported issue could not not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of '1-wire shorts.' The most likely cause for this condition could be traced to component damage in returned adapter. Another unreported condition was identified of a reverse motor movement. The cause of the reported condition is due to the firing motor moving in the incorrect direction. The cause of this condition has been traced to a component failure. Internal process improvements have been initiated to mitigate this issue. Another unreported conditions were identified: a damaged oled screen and ir shield that had no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling, such as the handle being dropped. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the lobectomy, when on blood vessel resection, the adapter was not recognized. When the adapter was reattached as a troubleshooting, then it was no longer recognized. The product was replaced with a manual stapler to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident found that there was unexpected motor movement. The rear handle housing was removed and damage to the organic light-emitting diode (oled) screen and infrared (ir) shield was found.

Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt (serial # (B)(6)); sigsbchgr, sig power sigsbchgr one -bay charger (serial # (B)(6)); sigpshell, sig power sigpshell control shell (lot # unknown); unknown endo gia sulu (lot # unknown); sigpcord6, sig power sigpcord6 cord6 jp (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.